Event description:
The customer reported that the 20 ml monoject syringe split open while the pharmacy technician was compounding chemotherapy, spraying her with the contents of the syringe. The customer stated that the syringe appeared normal/intact, but there must have been a hairline fracture running up the side of the barrel. When pressure was applied to the plunger, the side broke open and the entire contents sprayed out. Additional information received from the customer on (B)(6) 2022 stated that to their understanding, there was no treatment required for the tech.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured and packaged between july 20 and 21, 2021. During the manufacturing of the syringes assemblies samples were visually inspected and physically tested with zero defects found relating to this report. Samples were not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations and the reported condition cannot be confirmed to be manufacturing-related at this time. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. Complaint trends are evaluated during a monthly corrective and preventative action (CAPA) meeting to determine if a corrective action is warranted. At this time, there is not enough information and a CAPA will not be initiated. This complaint will be used for tracking and trending purposes to determine the need for corrective actions.